Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which rose gradually and aging degradation due to stress on the lead from the angle of puncturing and position in the pocket. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.